Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400mg/dl at the time of the event. Another blood glucose value was 467 mg/dl. Troubleshooting was declined. The symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. The auto mode feature was not active at the time of the event. It was unknown whether the insulin pump was used within 48 hours. It was unknown whether the customer will continue the use of the insulin pump and will not be returned for analysis. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.